Manufacturer narrative:
Additional information provided in sections d.9 and h.11. The company representative was able to replicate the reported event. A nonconforming laser core module was replaced to address the issue. The module was returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for the serial (under investigation), with the same event code. The laser module was received for testing on this investigation. A visual assessment of the returned sample did not reveal any obvious nonconformities. The laser was installed onto a system and booted when the reported event was replicated. The laser printed circuit board (pcb) controller and the event was resolved. The reported event is attributed to nonconforming laser pcb. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the ophthalmic system's laser keeps dying during the procedure without displaying any advisory code. The procedure details and patient impact have not been provided. Additional information has been requested and none received to date.

Manufacturer narrative:
The company representative was able to replicate the reported event. The core module was replaced to address this issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the serial under investigation with the same event code. The root cause of the reported event is attributed to nonconforming core module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).